Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, this right atrial (ra) lead was successfully placed in the atrial septum however the bleeding from the tissue did not stop. This lead was removed, and bleeding was surgically stopped. The physician suspected atrial puncture when the atrial sheath was inserted again. This lead was never in service. No additional adverse patient effects reported.